Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, inflammation, and anxiety. Also reported, arthritis - not device related.

Event description:
Patient reported right side lymphadenopathy, inflammation, and anxiety. Also reported, arthritis - not device related. Device remains implanted.